Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode message) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable connector was physically damaged. The white pulse wire in the connector was open, causing the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open wire. The patient received a replacement electrode belt.